Event description:
A marathon was used in a treatment of a left parietal-occipital avm. Left aca distal pericallosal branch was injected initially with .75 cc of onyx. It was reported a hemorrhage occurred while manipulating the catheter with wire for a second branch. The second branch was then successfully embolized with .4 cc onyx 18, and no complications were reported to have occurred with the pt as a result of this event.